Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation across their entire back. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an antibiotic by a physician. Follow up indicated that the irritation is starting to clear up.